Event description:
The physician was prolapsing the device over the aorta into the left ventricle and the catheter would not open, he removed it and when he was doing the curve manipulation he could hear a clicking noise and could visually see the curve was deformed. Additional info received from sr "just did an echo on the pt. There is a pericardial effusion."

Manufacturer narrative:
During product analysis, a bent distal was observed while in the neutral position. During functional curve check, the right steering curve did not meet the specification as the curve did not exhibit enough curve and was deformed. However, the catheter was confirmed to be able to deflect from right and left curves, and back to neutral. The catheter was deflected ten times, and confirmed the presence of a clicking noise within the distal shaft. The proximal and handle were visually inspected, and verified normal. A bend on the distal shaft may arise when the device is aggressively steered in a cardiac chamber and/or about the end of a guide catheter or when the device is inserted into a sheath. The failure occurs when a strain rate in excess to the yield point of the metallic center support occurs. The stress imparted onto the center support while the distal section of the catheter is being manipulated in such a manner may ultimately stress the metallic center support beyond the inherent yield strength of the material. The clicking noise anomaly was due to high tension along one or both of the steering wires, causing a snapping effect. Effusion (pericardial / pleural) is an anticipated procedural complication and is appropriately labeled as an adverse event within the directions for use. Similar complaint trend was reviewed for this product family, and no adverse trends were identified.

Event description:
The physician was prolapsing the device over the aorta into the left ventricle and the catheter would not open, he removed it and when he was doing the curve manipulation, he could hear a clicking noise and could visually see the curve was deformed. Additional info received from (B) (6) "just did an echo on the pt. There is a pericardial effusion."

Manufacturer narrative:
Investigation is currently being conducted; a follow up report will be submitted upon completion.